Event description:
Medwatch 0502620000-2009-8011 was sent to integra by mail postmarked march 11, 2009 from FDA and received on march 20, 2009. It stated that the pt had lumbar peritoneal shunt placement and removal of external ventricular catheter. The surgeon noted that the shunt value was malfunctioning. The pt was brought back to the operating room to have the valve replaced on the same day. Integra has requested return of the product for eval, and additional clinical details from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. Investigation has been initiated based upon the reported info.